Event description:
While setting up the sterile table for the case, the scrub tech moved part of the contents of the posterior spine pack and found what appeared to be a dried up bug of some sort. The pack was trashed and new supplies were picked for the case.